Event description:
S/p bilateral submuscular inframammary gels rt surgitek 220cc; lt h/s 250cc) for augmentation. Notes right was in "too small a pocket" so about 3-5 mos post-op it was redone and has always been more tender and "different". It is some mild tenderness. Pt also has systemic sx's over the years starting after toe joint replacement (of interest developed asthma attacks after this sx which resolved after removal of the joint 10 mos later.) These are progressively disabling and including arthralgias/myalgias positive am stiffness), fatigue, fevers, frequent uri's, ha's, h/o tmjd, visual changes, memory loss, sicca, sun sens/cold/chem, sob and weight gain. Pt is otherwise healthy."